Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. The surgeon clipped the artery and liver. The surgeon then tried to clip other structures and the clips scissored. The rep is returning pictures. It is unknown how the case was completed. There was no consequence to the pt.